Manufacturer narrative:
Further information has been received clarifying that the reported device is a competitor product. Therefore, no further reporting is required.

Event description:
A patient specific implant form was submitted for a patient due to an alleged failure of a left exeter hip. Nature of failure and diagnosis not reported. Patient has not yet been revised but the design due date was reported as (B)(6) 2018. Update (B)(6) 2018: prescription form for the new device(s) submitted (B)(6) 2018. Stryker was not made aware that the prescription entailed the replacement of stryker device(s) until (B)(6) 2018.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient specific implant form was submitted for a patient due to an alleged failure of a left exeter hip. Nature of failure and diagnosis not reported. Patient has not yet been revised but the design due date was reported as (B)(6) 2018. Update (B)(6) 2018: prescription form for the new device(s) submitted (B)(6) 2018. Stryker was not made aware that the prescription entailed the replacement of stryker device(s) until (B)(4) 2018.